Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that when the pt was disconnected from the infinity explorer and discharged and then a new pt admitted to that bed, the innovian is displaying the wrong pt. There was no pt injury reported. (B)(4).